Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which did not require hospitalization. Remedial treatment included intraperitoneal (ip) injections of meropenem (1gm daily ip bd), amikacin (250mg/day) and vancomycin (1gm ip 5th day). The cause of the peritonitis was a break in aseptic technique, described as patient made a mistake. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.